Manufacturer narrative:
This report is submitted on march 28, 2018, (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site. The patient was treated with antibiotics on 5 occasions (dates not reported). There are plans to convert the patient to a subcutaneous baha implant system; however, yet to occur as of the date of this report.